Event description:
Healthcare professional later reported lump.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and no openings were found in the device. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported significant recent onset of right breast grade iii capsular contracture." It also states "there was seroma cavity in the right lateral breast capsule which was open and excised. The device has been explanted.